Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with chest pain. Subsequently, CT revealed ivc filter in abdomen region and a 3.5 cm linear metallic structure over the left ventricle, most likely representing a prong from the ivc filter. 2d echo confirmed the linear density in the left ventricle extending from the mid septum towards the lv apex measuring 3.4 cm in length with concern for perforation into myocardium at the distal inferno lateral wall. The detached strut was removed successfully. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, migrated to heart and struts perforated into organs. The device was removed partially via an open chest procedure. The patient reportedly experienced dvt and pain post-implant; however, the current status of the patient is unknown.